Manufacturer narrative:
(B)(4). Customer has indicated product will not be returned to zimmer biomet as it remains implanted. The investigation is in process. Once the investigation is complete, a follow-up report will be submitted. If any information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is experiencing loosening.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Medical product: vanguard ps femoral, catalog #: 183108, lot #: j3747375 biomet cc cruciate tray, catalog #: 141231, lot #: j3730031 vanguard ps tibial bearing, catalog #: 183620, lot #: 103990 vanguard femoral pegs, catalog #: 183099, lot #: 217990 series a patella, catalog #: 184762, lot #: 047990 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported patient underwent a revision procedure.

Manufacturer narrative:
Reported event was confirmed by review of medical records.; review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Event description:
It was reported that the patient underwent a right knee revision arthroplasty approximately 2.5 years post implantation due to pain, limited range of motion, and instability. The tibial component was noted to be loose.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11089, 0001822565-2018-06806.